Event description:
It was reported that: the ventilator stopped ventilating the pt, and there were no alarms. The pt was manually ventilated, respiratory therapy was called, they tried to resuscitate the pt without success. Per the hosp's risk mgmt dept, the pt was admitted several hrs before the event in cardiogenic shock, with metabolic acidosis, and renal insufficiency, and a history of chronic atrial fibrillation. The cause of death was acute myocardial infarction and cardiogenic shock. The ventilator was checked out by hosp personnel, and the distributor's technical svc rep. The reported failure could not be duplicated. The device performs within spec, and there is no evidence of the reported failure in the ventilator's electronic event log.